Event description:
It was reported that a patient presented with intermittent capture noted on the right ventricular lead due to dislodgement of the lead, resulting in asystole and CPR was performed. A chest x-ray confirmed the dislodgement of the lead. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented with intermittent capture noted on the right ventricular lead due to dislodgement of the lead, resulting in asystole and CPR was performed. A chest x-ray confirmed the dislodgement of the lead. Another lead implant was attempted but was unable to be implanted due to an unspecified issue. The attempt was abandoned, and a competitor lead was ultimately placed. The chronic lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.